Event description:
A report was received from (B)(6) that stated an 840 ventilator experienced a tidal volume maximum alarm, during patient use. The ventilator was continuously used. No patient harm was reported.

Manufacturer narrative:
The customer reported to have corrected the issue by turning off the leak compensation (lc) on the ventilator. A covidien investigation is ongoing. (B)(4).